Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the proximal lad, the quantum balloon ruptured at 6 atm's. The number of inflations performed is unknown. The introducer sheath, guidewire, guide catheter, and inflation device used are unknown. The vessel involved was tortuous. It is noted that the quantum balloon was passed through the cell of an existing stent to reach the lesion requiring treatment. The patient was asymptomatic with this event and no additional intervention was required. No resistance was met with insertion or removal of the device. The device was exchanged for a like catheter. The quantum balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.